Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also received with moisture damage was noted on the motor, battery tube, and vibrator assembly. No moisture damage found on the keypad assembly. The device was unable to perform the displacement test or verify unresponsive buttons/keypad due to the blank display anomaly. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
Customer reported via phone call, he was at a water park and the device was submerged under water for little bit. He attempted to bolus and the buttons aren't working. He didn't know his blood glucose level. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.